Event description:
As reported by our colleagues in (B)(6): after use of icf100 in a first mis for valve repair a male patient (B)(6) suffered a heart failure and finally death. The patient had a small left ventricle due to a hypertrophy cannulation internal jugular vain and femoral vein, good drainage. Arterial cannulation with er23b and icf100. No problem during insertion,190/210mmhg full flow (4200l/m) with icf inside. Good clamping (aorta 31mm) ,good delivery cpg (290/300mmhg) balloon visible at echo,cpg delivery as well with color (jet centrally visible), the cardioplegia used was blood cpg every 20 min. Good exposition of mitral valve on the screen. Triangular resection+ mitral ring edwards physio ii size 30. 92min. Clamp,125min.ecc. Spontaneous rhythm at declamping ,but patient couldn¿t maintain a good systemic pressure. They could move patient in ICU with drugs and iabp. In ICU patient conditions got worse (low systemic pressure) they put patient in ECMO,but in short time heart arrested. Patient died in the night. As per surgeon opinion the problem was the myocardial protection, they will use crystalloid cardioplegia next time. Only antegrade cardioplegia was used. The procedure was good, no problems regarding our products.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of a product malfunction but only an adverse event that occurred during the use of an edwards device. The device was discarded at the hospital. Per the complaint description, this complaint is not device related but a use or patient related issue. Myocardial injury and cardiac failure are known complications for this procedure. The root cause of the patient's death cannot be determined. No corrective actions are being taken at this time. Manufacturing records were reviewed and there were no related nonconformances associated with this lot. All labeling and training appropriately address the risk. Trends will continue to be monitored by the edwards quality system and if further action is required, appropriate investigation will be performed.